Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the inner seal was compromised. During unpacking, the farapoint catheter's inner seal was found torn, compromising sterility. The outer shipping box showed no damage. No patient involvement.